Event description:
It was reported that the pt was charging more than expected. The pt used to charge every 2 weeks, but stated recently he has to recharge every day. The pt stated, he would charge completely and by the end of the day he gets a message to recharge again. Impedances were within normal limits. Recharge interval was checked on the longevity calculator, and did not appear to be appropriate. The pt noted good coupling, typically eight bars. The therapy was working well as intended. The pt noted the change in recharge interval after falling on their buttocks. The pt also noted a surging sensation with body position changes since the same time period.

Manufacturer narrative:
(B) (4)